Event description:
On 12/23/1997 following a ptca/stent procedure, an angio-seal device was placed and hemostasis was successfully achieved. On 12/26/1997 the pt returned to his physician with fever and chills. An exam of the pt's groin showed redness and swelling in the puncture site area. The pt was placed on po keflex, and he returned home. On 12/29/1997 the pt again presented to the hosp where he was rehospitalized with spontaneous drainage. An I & d was performed and cultures grew staph aureus. The pt was placed on IV antibiotics and discharged home with continuing IV antibiotic therapy. A co rep later visited this account and observed that the staff was not cutting the suture after removal of the tension spring; rather, the entire suture was left in place. This may have contributed to the risk of infection.